Manufacturer narrative:
A scanning electron microsecom (sem) results showed evidence of a hole on the surface of the pebax discovered on (B)(6) 2017. This finding is MDR reportable due to potential risk to the patient from contamination or exposure of internal parts. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and a clot was observed. A deposit was discovered around the electrode like a blood film. The physician did not succeed in removing it. There was no difficulty experienced while maneuvering the catheter or during the withdrawal through the st. Jude medical sl0, 8.5fr sheath. There was no damage noted in this area of the catheter and the blood was observed on the outside of the catheter. The issue was resolved by replacing the catheter. The procedure was completed with no patient consequences. This issue is MDR reportable since thrombus, clot, or coagulum have poor adherence to catheters it could be a potential source of embolism.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® uni-directional navigation catheter and a clot was observed. A deposit was discovered around the electrode like a blood film. The returned device was visually inspected and it was found reddish material inside the pebax however, no visible damage was observed. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then a coolflow pump test was performed and the catheter passed specifications. For the condition observed, a scanning electron microscope (sem) testing was performed and the results showed evidence of a hole on the surface of the pebax. It is possible that damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint has been verified, however, there is evidence that the device was manufactured in accordance with documented specification and procedures, additionally, there are inspections on manufacturing line to prevent this type of damage from leaving the facility. The root cause of damage cannot be determined.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 06/01/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).